Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06382, 2938836-2020-06383. It was reported that infection was observed. The patient experienced high fever, and blood cultures were positive for streptococcus agalactiae. Vegetation on the mitral valve was noted. The infection was not related to device system and procedure. The device system was explanted. The patient was stable before, during and after the procedure.